Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that during a follow-up, a decrease in sensing, low impedance and loss of capture were observed. The lead was explanted when repositioning was unsuccessful.